Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following patient identifiers for the following systems: (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 370 mg/dl on performa ii meter (system 1) and 170 mg/dl on performa ii meter (system 2). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.